Event description:
It was reported that after the successful implantation of the xact stent in the mildly calcified, right internal carotid artery, the patient experienced five days of intermittent double vision in both eyes. This was classified as diplopia, third nerve palsy and exotropia in the right eye. The ophthalmologist did not suspect a stroke, but stated this could have been a (transient ischemic attack) tia-like effect from the xact stent with a small episode of ischemia. The condition resolved after five days without treatment. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of neurological event, visual disturbances and ischemia are known observed and potential adverse events as listed in the xact instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.